Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, power cycling, shock testing, impedance testing, off current testing, and functional stress testing, using a test battery, without duplicating the report. The device was recertified and returned to the customer. The logs indicate that low battery warnings occurred indicating that the batteries required replacement. Due to the low battery condition, self-tests could not be completed. The battery then remained in the device without being replaced for approximately one month. The batteries were not returned as part of this investigation. The device appears to be functioning as designed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.